Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7cm in diameter abdominal aortic aneurysm. It was reported that the aneurx stent graft initially lost seal resulting in a type 1a endoleak and an endurant cuff was implanted resolving the event. It was reported that three years later two endurant iliac limbs were implanted prophylactically due to dilating iliac arteries. Recently the patient presented emergently with abdominal pain. A CT scan revealed a type iii separation endoleak between the endurant cuff and the bifurcate of the aneurx stent graft. The physician decided to explant the aneurx stent grafts while leaving and suturing a y-graft to the endurant cuff and limbs. The patient left the operating room table with the 32/32/49 endurant cuff, 16/20/124 limb, 16/13/156, limb and a y-graft in between. Per the physician, the cause of the type iii separation is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).